Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl. Cause of elevated bg level was unknown; however customer was going through puberty and believes pump settings need to be updated to adjust to insulin needs. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.